Event description:
On (B)(4) 2013 it was reported that low impedance was seen that day for a vns patient. The impedance value was reported to be less than 600ohms. The patient was previously seen on (B)(6) 2012 and the lead impedance was 2973ohms. The patient¿s seizures were a little worse the last few days. The patient¿s settings were output=1.75ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min. It was also stated that the patient is known to ¿twiddle¿ their device. The nurse later stated that the patient did twist the device in 2009. The nurse also stated that it is not thought that the increase in seizures over the weekend were related to vns, as the patient was unwell. The nurse noted that when the patient improves health wise, they will be able to assess if the seizures are affected by the low impedance in the vns. The patient¿s mother reported that he has been ¿fiddling with the device recently¿. On (B)(6) 2013 the nurse stated that the patient¿s mother has not contacted her, therefore she assumes that the seizures are not worse. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.

Event description:
Additional information was received that x-rays indicate "twiddler's syndrome" or that patient manipulation had occurred. The low impedance reading was recorded on (B)(6) 2013. The patient's mother noted a swelling that had occurred over the generator site around this time as well as slight discomfort around the generator. The site did not appear to be infected. There was no change in seizures. The chest x-ray indicates the lead may have been broken as the patient had been twisting the generator until the lead snapped. The vns device was turned off on (B)(6) 2013. Surgery is likely, but has not occurred to date.